Event description:
It was reported that during an unspecified arterial stenting treatment procedure, the coating of the zipwire guidewire peeled away when the physician put a torque device on the wire. The event occurred outside of the pt's body. The procedure was successfully completed with another zipwire. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.